Event description:
Pt was revised to address pain and loosening of the tibial component. It was reported that the pt works in construction and injured his knee while working on a roof, and that is when his pain began.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.